Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 6.3 inr on 07/11/2006 during a correlation study and 6.5 inr on 08/01/2006. The corresponding lab results reported were 4.7 and 4.06 inr. The pt 's coumadin was held one day. The device was replaced and requested to be returned for evaluation.